Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been

Event description:
It was reported that the device was measuring wrong. The dermatome was set to 6 but took a much thicker chunk. A full thickness chunk of 2 cm resulted and the wound needed suturing. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports. The last repair was (B)(6) 2013 where it was reported that the device was not taking a smooth graft and the ball detent, damaged head, bearings, thickness lever, reciprocating arm, seal and retaining ring, motor, poppet assembly, width plates, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the calibration was out of specifications. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on november 22, 2017 which included replacement of the bearings, adjustment cams, and calibration shaft. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device was out of calibration. The root cause of the device measuring wrong was due to the device being out of calibration. The issue was resolved with the replaced bearings, adjustment cams, and calibration shaft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR found no issues with the device and all verifications, inspections and tests were successfully completed. (B)(4) zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Initial qa inspection of the air dermatome revealed that the bearings and calibrating shaft were damaged. Repair of the air dermatome was performed by (B)(4) on (B)(6) 2017 which included replacement of the bearings and calibration shaft. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was measuring wrong. The dermatome was set to 6 but too a much thicker chunk and full thickness chunk of 2 cm resulted and needed suturing¿ was confirmed since during initial inspection calibrating shaft was damaged. The root cause of the device measuring wrong was due to the damaged calibrating shaft. It is unknown what how the calibrating shaft became damaged. The issue was resolved with the replaced bearings and calibration shaft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.